Manufacturer narrative:
Product event summary: the device was returned and analyzed, but no issue identified that required full analysis. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the patient had a superficial, non-infected boil on the top of the device pocket. The patient's physician revised the device pocket and decided to replaced the implantable cardioverter defibrillator (ICD) due to its age. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.